Event description:
Needle was primed prior to use and seemed to function alright. The needle was placed in the liver ready to perform the biopsy, but did not click, so was taken out of the pt, some resistance was experienced whilst removing. Very tip of the needle was bent and biopsy could not be retrieved.

Manufacturer narrative:
No sample has been received for eval; therefore, we were unable to confirm the issue reported. However, several corrective actions have been initiated in regards to design enhancements in an effort to improve the products performance and reliability. In doing so, the achieve product line now includes three significantly redesigned components all of which are of critical importance to the functionally of the device. A review of the device history record for the lot reported showed, there were issues identified during this review that would have contributed to this reported issue.